Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient experienced an issue with 6 infusion sets, all of the same type. The cannula of the infusion set was kinked. The customer noticed symptoms within 3 hours of insertion, and the site of insertion was the abdomen. The customer regularly rotates the site location, and the site area was not impacted. The customer confirmed that the introducer needle was ahead of the cannula prior to insertion. The customer's blood glucose at the time the issue was noticed was in the high 300s mg/dl. The customer resolved the issue by replacing the infusion set and successfully resumed insulin. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
MDR 3003442380-2024-08522 - device 2 of 6.